Event description:
It was reported the patient was unable to set ipg to MRI mode. Diagnostics confirmed leads were not in the header. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.